Event description:
Customer reported readings of 18 & 91 mg/dl completed within 10 minutes on one adc meter.tests were performed on the finger.results when plotted on a parks error frid fell into the "c" zone showing the difference to be clinically significant.there was no report of death, serious injury or mistreatment associated with this event.